Event description:
Report received from the USA that the device "will not rotate." The device was being used in crani surgery. No patient or user injuries were reported; however, it is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.